Manufacturer narrative:
The middle portion of a partial lead was returned in one piece, measuring 37.5 cm, for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. The initial medical device report was submitted via an alternative summary report on 10/31/2017 under authorization number (B)(4) for manufacturer abbott under registration number 2017865.

Event description:
The initial medical device report was submitted via an alternative summary report on 10/31/2017 under authorization number (B)(4) for manufacturer abbott under registration number 2017865.